Event description:
During preparation for a double coronary artery bypass graft surgery, two heartstring seals cracked while loading the seals into the delivery tube and one did not deploy into the aorta. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.